Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed a gradual increase in shock lead impedances (sli) due to a suspected calcification process. At this time the values are high, out of range but lower than 150 ohms. It was recommended to increase the alert value to 150 ohms. If the shock impedances increase to this value a commanded shock was recommended in order to determine the real sli value. The rv lead remains in service at this time. No adverse patient effects were reported.